Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2007, the index procedure was performed. The 90% stenosed, 2.5x15mm, de novo target lesion was located in the proximal left anterior descending (lad). Pre-dilatation was performed using an unspecified balloon catheter. Following dilation, an intimal dissection was noted in mid lad and was treated with placement of a non-bsc stent. Subsequently, a 2.50x16mm taxus express² stent was implanted. Following post dilatation, residual stenosis was 0% with timi flow 3. Five days post procedure, patient was discharged with plavix and bayaspirin without any complication. On (B)(6) 2011, target vessel revascularization was performed to treat lad and the proximal right coronary artery (rca). During angiography in lad, coronary dissection was noted in the left main coronary artery (lmca). Treatment for proximal rca was cancelled. The 75 % stenosed, 3.5x7.7mm, non ischemic target lesion located in the lmca, was treated with placement of an unspecified size non-bsc stent. Following post dilatation, residual stenosis was 0% with timi flow 3. Post procedure, the patient was recovered. Three days post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).